Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they had an erroneous result for one patient sample tested for the elecsys ca 19-9 immunoassay (ca19-9) on a cobas 8000 e 801 module (e801). The customer also mentioned that there was a result discrepancy for a second patient sample tested on a second e801 analyzer on (B)(6) 2017, but could not provide any more information related to this sample. No erroneous results were reported outside of the laboratory. The sample initially resulted as 125 u/ml. The sample was repeated twice, resulting as 7.8 u/ml and 8.1 u/ml. No adverse events were alleged to have occurred with the patient. The ca19-9 reagent lot number was 258852. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general product problem could be excluded. Possible root causes for this event may be dirt on the gripper finger of the analyzer, insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.